Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was retrieved from archive for futher investigation. There was concern of premature battery depletion.